Event description:
THIS REPORT SUMMARIZES 2 REPORTED INCIDENTS FOR HEMORRHAGE. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. TYPE OF PROCEDURE: MALECOT NEPHROSTOMY CATHETER INSERTION OR RE-ENTRY IN ONE OF THE FOLLOWING PROCEDURES: ANTEGRADE PYELOGRAPHY, PRESSURE/PERFUSION STUDY (WHITAKER TEST), NEPHROSTOMY CATHETER DRAINAGE, PERFUSION CHEMOLYSIS OF RENAL STONES, POST-PERCUTANEOUS NEPHROLITHOTOMY AND POST-PERCUTANEOUS RESECTION AND COAGULATION OF UROTHELIAL TUMORS. AGE: AVERAGE AGE OF 59.1 YEARS. SEX: FEMALE: 51.0% / MALE: 48.6% / UNKNOWN: 0.4%. BOSTON SCIENTIFIC PERFORMED A RETROSPECTIVE REVIEW OF THE BOSTON SCIENTIFIC MALECOT / RE-ENTRY MALECOT NEPHROSTOMY CATHETER SETS IN THE TRUVETA DATABASE. THIS ANALYSIS AIMED TO EVALUATE THE RATES OF OCCURRENCE OF SAFETY ENDPOINTS IN THE REAL-WORLD USE OF THE BSC MALECOT DEVICES. THE PROCEDURES WERE PERFORMED FROM JANUARY 2015 TO OCTOBER 2024. WITHIN THIS ANALYSIS, A TOTAL OF 770 PATIENTS UNDERWENT MALECOT NEPHROSTOMY CATHETER INSERTION O RE-ENTRY. FOLLOWING THE PROCEDURES, 2 PATIENTS EXPERIENCED HEMORRHAGE THAT REQUIRED HOSPITALIZATION READMISSION OR TREATMENT SUCH AS TRANSFUSION OR EMBOLIZATION. PATIENT EVENTS WERE IDENTIFIED AS EVENT TERMS WITH RATES. MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT. DATA INCLUDES NEWLY IMPLANTED PATIENTS AND FOLLOW UP OF PATIENTS INCLUDED IN THE PREVIOUS DATA SET. DATA OBTAINED FROM TRUVETA FOR THIS STUDY IS DE-IDENTIFIED BEFORE BEING ACCESSED BY BOSTON SCIENTIFIC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO OUR ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE STUDY DATA DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.

Manufacturer narrative:
TIMEFRAME OF ADVERSE EVENT DATA: ADVERSE EVENTS FROM LITHOTRIPSY PROCEDURES PERFORMED FROM JANUARY 2015 TO OCTOBER 2024. SUMMARY OF ADVERSE EVENTS: FOLLOWING PROCEDURES INVOLVING MALECOT NEPHROSTOMY CTHETER SETS, 2 PATIENTS EXPERIENCED HEMORRHAGE THAT REQUIRED HOSPITALIZATION READMISSION OR TREATMENT SUCH AS TRANSFUSION OR EMBOLIZATION. TOTAL NUMBER OF PATIENTS: 770. DEVICE EVALUATION: UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED DATA WAS PROVIDED. NO PRODUCTS WERE RETURNED AS PART OF THE REGISTRY. IT CANNOT BE DETERMINED IF THESE EVENTS HAVE BEEN PREVIOUSLY REPORTED OR IF THE DEVICES WERE RETURNED FOR ANALYSIS AS PART OF A PREVIOUSLY REPORTED SPONTANEOUS COMPLAINT. HOWEVER, THE EVENTS REPORTED WERE ANTICIPATED IN NATURE AS DEFINED BY THE "POTENTIAL ADVERSE EVENTS" LIST IN THE FDA-APPROVED INSTRUCTIONS FOR USE (IFU). CONTEXTUAL ANALYSIS OF STUDY DATA: HEMORRHAGE. THE THRESHOLD RATES FOR HEMORRHAGEHEMORRHAGE REPORTED IN THE SIR QUALITY IMPROVEMENT GUIDELINES FOR PCN WERE: REQUIRING TRANSFUSION WERE 4% (BLEEDING REQUIRING TRANSFUSION - PCN ONLY), 15% (BLEEDING REQUIRING TRANSFUSION - WITH PCNL); 1% (WITH VASCULAR INJURY REQUIRING EMBOLIZATION OR NEPHRECTOMY) WAS 1%, AND PCN WITH PCNL WAS 15%.1 THEREFORE, THE RATE OF 0.3% IN THIS STUDY IS IN LINE WITH THE ACCEPTABLE STATE-OF-THE-ART HEMORRHAGE RATES FOUND IN THE SIR QUALITY IMPROVEMENT GUIDELINES FOR PERCUTANEOUS NEPHROSTOMY. THERE WERE NO UNEXPECTED ADVERSE EVENTS IN THIS STUDY. 1. PABON-RAMOS WM, DARIUSHNIA SR, WALKER TG, ET AL. QUALITY IMPROVEMENT GUIDELINES FOR PERCUTANEOUS NEPHROSTOMY. J VASC INTERV RADIOL. MAR 2016;27(3):410-4. DOI:10.1016/J.JVIR.2015.11.045. 2. DENG J, LI J, WANG L, ET AL. STANDARD VERSUS MINI-PERCUTANEOUS NEPHROLITHOTOMY FOR RENAL STONES: A META-ANALYSIS. SCAND J SURG. SEP 2021;110(3):301-311. DOI:10.1177/1457496920920474. 3. WAN C, WANG D, XIANG J, ET AL. COMPARISON OF POSTOPERATIVE OUTCOMES OF MINI. PERCUTANEOUS NEPHROLITHOTOMY AND STANDARD PERCUTANEOUS NEPHROLITHOTOMY: A META-ANALYSIS. UROLITHIASIS. OCT 2022;50(5):523-533. DOI:10.1007/S00240-022-01349-8. 4. JIAO B, LUO Z, HUANG T, ZHANG G, YU J. A SYSTEMATIC REVIEW AND META-ANALYSIS OF MINIMALLY INVASIVE VS. STANDARD PERCUTANEOUS NEPHROLITHOTOMY IN THE SURGICAL MANAGEMENT OF RENAL STONES. EXP THER MED. MAR 2021;21(3):213. 5. CHEN Y, WEN Y, YU Q, DUAN X, WU W, ZENG G. PERCUTANEOUS NEPHROLITHOTOMY VERSUS FLEXIBLE URETEROSCOPIC LITHOTRIPSY IN THE TREATMENT OF UPPER URINARY TRACT STONES: A META-ANALYSIS COMPARING CLINICAL EFFICACY AND SAFETY. BMC UROL. JUL 25 2020;20(1):109. 6. GAUHAR V, PIROLA GM, SCARCELLA S, ET AL. NEPHROSTOMY TUBE VERSUS DOUBLE J URETERAL STENT IN PATIENTS WITH MALIGNANT URETERIC OBSTRUCTION. A SYSTEMATIC REVIEW AND META-ANALYSIS OF COMPARATIVE STUDIES. INT BRAZ J UROL. NOV-DEC 2022;48(6):903-914. 7. ZHANG B, LI L, ZHANG G, WANG J, CAO B, LI Z. APPLICATION OF ULTRASOUND-GUIDED PERCUTANEOUS NEPHROSTOMY IN THE TREATMENT OF A SOLITARY KIDNEY WITH HYDRONEPHROSIS DUE TO RENAL TUBERCULOSIS. ABDOM RADIOL (NY). FEB 2024;49(2):535-541. 8. FARHAN A, LYONS GR. CLINICAL OUTCOMES FOLLOWING PERCUTANEOUS URINARY DIVERSION FOR HEMORRHAGIC CYSTITIS. J VASC INTERV RADIOL. JUL 2022;33(7):841-844. 9. NAS OF, OZTEPE M, CANDAN S, ET AL. PERCUTANEOUS NEPHROSTOMY EXPERIENCE IN PEDIATRIC PATIENTS: COMPARISON OF FINE AND THICK NEEDLE TECHNIQUES. THE EUROPEAN RESEARCH JOURNAL. 1 2023;9(3):511-516. 10. STEWART JK, SMITH TP, KIM CY. CLINICAL IMPLICATIONS OF ACUTE PELVICALICEAL HEMATOMA FORMATION DURING PERCUTANEOUS CATHETER NEPHROSTOMY INSERTION. CLIN IMAGING. MAY - JUN 2017;43:180-183. RACE: AMERICAN INDIAN OR ALASKAN NATIVE 0.1%, ASIAN 8.4%, BLACK OR AFRICAN AMERICAN 10.0%, OTHER RACE 12.6%, UNKNOWN 3.5%, AND WHITE 65.3%. ETHNICITY: NOT HISPANIC OR LATINO 82.3%, HISPANIC OR LATINO 10.8%, AND UNKNOWN 6.9%.

Event description:
ï»¿Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;19767073,,,2/25/2025,MALECOT NEPHROSTOMY CATHETERS,"catheter, nephrostomy, general & plastic surgery",UNK-P-MALECOT_NEPHROSTOMY_CATHETERS,,UNK-P-MALECOT_NEPHROSTOMY_CATHETERS,,,K820867,2/25/2025,IN,"This report summarizes 2 reported incidents for Hemorrhage. Device relationship to the events reported is not provided. ;;Type of Procedure: Malecot Nephrostomy Catheter insertion or re-entry in one of the following procedures: Antegrade pyelography, Pressure/Perfusion study (Whitaker test), Nephrostomy Catheter drainage, Perfusion chemolysis of renal stones, Post-percutaneous nephrolithotomy and Post-percutaneous resection and coagulation of urothelial tumors. ;;Boston Scientific performed a retrospective review of the Boston Scientific Malecot / Re-Entry Malecot Nephrostomy Catheter Sets in the Truveta database. This analysis aimed to evaluate the rates of occurrence of safety endpoints in the real-world use of the BSC Malecot Devices. The procedures were performed from January 2015 to October 2024. Within this analysis, a total of 770 patients underwent Malecot Nephrostomy Catheter insertion o re-entry. Following the procedures, 2 patients experienced hemorrhage that required hospitalization readmission or treatment such as transfusion or embolization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.1%, Asian 8.4%, Black or African American 10.0%, Other Race 12.6%, Unknown 3.5%, and White 65.3%.;Ethnicity: Not Hispanic or Latino 82.3%, Hispanic or Latino 10.8%, and Unknown 6.9%.","Timeframe of Adverse Event Data:Â  Adverse Events from lithotripsy procedures performed from January 2015 to October 2024;;Summary of Adverse Events: Following procedures involving Malecot Nephrostomy Ctheter Sets, 2 patients experienced hemorrhage that required hospitalization readmission or treatment such as transfusion or embolization.;Total Number of Patients: 770;;Contextual Analysis of Study Data:;Hemorrhage;The threshold rates for hemorrhagehemorrhage reported in the SIR Quality Improvement Guidelines for PCN were: requiring transfusion were 4% (bleeding requiring transfusion - PCN only), 15% (bleeding requiring transfusion â¿¿ with PCNL); 1% (with vascular injury requiring embolization or nephrectomy) was 1%, and PCN with PCNL was 15%.1 Therefore, the rate of 0.3% in this study is in line with the acceptable state-of-the-art hemorrhage rates found in the SIR Quality Improvement Guidelines for Percutaneous Nephrostomy. ;;There were no unexpected adverse events in this study.;;1. Pabon-Ramos WM, Dariushnia SR, Walker TG, et al. Quality Improvement Guidelines for Percutaneous Nephrostomy. J Vasc Interv Radiol. Mar 2016;27(3):410-4. doi:10.1016/j.jvir.2015.11.045;2. Deng J, Li J, Wang L, et al. Standard versus mini-percutaneous nephrolithotomy for renal stones: a meta-analysis. Scand J Surg. Sep 2021;110(3):301-311. doi:10.1177/1457496920920474;3. Wan C, Wang D, Xiang J, et al. Comparison of postoperative outcomes of mini percutaneous nephrolithotomy and standard percutaneous nephrolithotomy: a meta-analysis. Urolithiasis. Oct 2022;50(5):523-533. doi:10.1007/s00240-022-01349-8;4. Jiao B, Luo Z, Huang T, Zhang G, Yu J. A systematic review and meta-analysis of minimally invasive vs. standard percutaneous nephrolithotomy in the surgical management of renal stones. Exp Ther Med. Mar 2021;21(3):213. ;5. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. ;6. Gauhar V, Pirola GM, Scarcella S, et al. Nephrostomy tube versus double J ureteral stent in patients with malignant ureteric obstruction. A systematic review and meta-analysis of comparative studies. Int Braz J Urol. Nov-Dec 2022;48(6):903-914. ;7. Zhang B, Li L, Zhang G, Wang J, Cao B, Li Z. Application of ultrasound-guided percutaneous nephrostomy in the treatment of a solitary kidney with hydronephrosis due to renal tuberculosis. Abdom Radiol (NY). Feb 2024;49(2):535-541. ;8. Farhan A, Lyons GR. Clinical Outcomes following Percutaneous Urinary Diversion for Hemorrhagic Cystitis. J Vasc Interv Radiol. Jul 2022;33(7):841-844. ;9. Nas OF, Oztepe M, Candan S, et al. Percutaneous nephrostomy experience in pediatric patients: comparison of fine and thick needle techniques. The European Research Journal. 1 2023;9(3):511-516. ;10. Stewart JK, Smith TP, Kim CY. Clinical implications of acute pelvicaliceal hematoma formation during percutaneous catheter nephrostomy insertion. Clin Imaging. May - Jun 2017;43:180-183. ;",,Average 59.1 years,"Female: 51.0%; Male: 48.6%; Unknown: 0.4%;",,,,E0506,F08,A24,G07001,B17,C19,D12,No,0;19767073,,,2/25/2025,MALECOT NEPHROSTOMY CATHETERS,"catheter, nephrostomy, general & plastic surgery",UNK-P-MALECOT_NEPHROSTOMY_CATHETERS,,UNK-P-MALECOT_NEPHROSTOMY_CATHETERS,,,K820867,2/25/2025,IN,"This report summarizes 2 reported incidents for Hemorrhage. Device relationship to the events reported is not provided. ;;Type of Procedure: Malecot Nephrostomy Catheter insertion or re-entry in one of the following procedures: Antegrade pyelography, Pressure/Perfusion study (Whitaker test), Nephrostomy Catheter drainage, Perfusion chemolysis of renal stones, Post-percutaneous nephrolithotomy and Post-percutaneous resection and coagulation of urothelial tumors. ;;Boston Scientific performed a retrospective review of the Boston Scientific Malecot / Re-Entry Malecot Nephrostomy Catheter Sets in the Truveta database. This analysis aimed to evaluate the rates of occurrence of safety endpoints in the real-world use of the BSC Malecot Devices. The procedures were performed from January 2015 to October 2024. Within this analysis, a total of 770 patients underwent Malecot Nephrostomy Catheter insertion o re-entry. Following the procedures, 2 patients experienced hemorrhage that required hospitalization readmission or treatment such as transfusion or embolization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: American Indian or Alaskan Native 0.1%, Asian 8.4%, Black or African American 10.0%, Other Race 12.6%, Unknown 3.5%, and White 65.3%.;Ethnicity: Not Hispanic or Latino 82.3%, Hispanic or Latino 10.8%, and Unknown 6.9%.","Timeframe of Adverse Event Data:Â  Adverse Events from lithotripsy procedures performed from January 2015 to October 2024;;Summary of Adverse Events: Following procedures involving Malecot Nephrostomy Ctheter Sets, 2 patients experienced hemorrhage that required hospitalization readmission or treatment such as transfusion or embolization.;Total Number of Patients: 770;;Contextual Analysis of Study Data:;Hemorrhage;The threshold rates for hemorrhagehemorrhage reported in the SIR Quality Improvement Guidelines for PCN were: requiring transfusion were 4% (bleeding requiring transfusion - PCN only), 15% (bleeding requiring transfusion â¿¿ with PCNL); 1% (with vascular injury requiring embolization or nephrectomy) was 1%, and PCN with PCNL was 15%.1 Therefore, the rate of 0.3% in this study is in line with the acceptable state-of-the-art hemorrhage rates found in the SIR Quality Improvement Guidelines for Percutaneous Nephrostomy. ;;There were no unexpected adverse events in this study.;;1. Pabon-Ramos WM, Dariushnia SR, Walker TG, et al. Quality Improvement Guidelines for Percutaneous Nephrostomy. J Vasc Interv Radiol. Mar 2016;27(3):410-4. doi:10.1016/j.jvir.2015.11.045;2. Deng J, Li J, Wang L, et al. Standard versus mini-percutaneous nephrolithotomy for renal stones: a meta-analysis. Scand J Surg. Sep 2021;110(3):301-311. doi:10.1177/1457496920920474;3. Wan C, Wang D, Xiang J, et al. Comparison of postoperative outcomes of mini percutaneous nephrolithotomy and standard percutaneous nephrolithotomy: a meta-analysis. Urolithiasis. Oct 2022;50(5):523-533. doi:10.1007/s00240-022-01349-8;4. Jiao B, Luo Z, Huang T, Zhang G, Yu J. A systematic review and meta-analysis of minimally invasive vs. standard percutaneous nephrolithotomy in the surgical management of renal stones. Exp Ther Med. Mar 2021;21(3):213. ;5. Chen Y, Wen Y, Yu Q, Duan X, Wu W, Zeng G. Percutaneous nephrolithotomy versus flexible ureteroscopic lithotripsy in the treatment of upper urinary tract stones: a meta-analysis comparing clinical efficacy and safety. BMC Urol. Jul 25 2020;20(1):109. ;6. Gauhar V, Pirola GM, Scarcella S, et al. Nephrostomy tube versus double J ureteral stent in patients with malignant ureteric obstruction. A systematic review and meta-analysis of comparative studies. Int Braz J Urol. Nov-Dec 2022;48(6):903-914. ;7. Zhang B, Li L, Zhang G, Wang J, Cao B, Li Z. Application of ultrasound-guided percutaneous nephrostomy in the treatment of a solitary kidney with hydronephrosis due to renal tuberculosis. Abdom Radiol (NY). Feb 2024;49(2):535-541. ;8. Farhan A, Lyons GR. Clinical Outcomes following Percutaneous Urinary Diversion for Hemorrhagic Cystitis. J Vasc Interv Radiol. Jul 2022;33(7):841-844. ;9. Nas OF, Oztepe M, Candan S, et al. Percutaneous nephrostomy experience in pediatric patients: comparison of fine and thick needle techniques. The European Research Journal. 1 2023;9(3):511-516. ;10. Stewart JK, Smith TP, Kim CY. Clinical implications of acute pelvicaliceal hematoma formation during percutaneous catheter nephrostomy insertion. Clin Imaging. May - Jun 2017;43:180-183. ;",,Average 59.1 years,"Female: 51.0%; Male: 48.6%; Unknown: 0.4%;",,,,E0506,F08,A24,G07001,B17,C19,D12,No,0;

Event description:
THIS REPORT SUMMARIZES 2 REPORTED INCIDENTS FOR HEMORRHAGE. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. TYPE OF PROCEDURE: MALECOT NEPHROSTOMY CATHETER INSERTION OR RE-ENTRY IN ONE OF THE FOLLOWING PROCEDURES: ANTEGRADE PYELOGRAPHY, PRESSURE/PERFUSION STUDY (WHITAKER TEST), NEPHROSTOMY CATHETER DRAINAGE, PERFUSION CHEMOLYSIS OF RENAL STONES, POST-PERCUTANEOUS NEPHROLITHOTOMY AND POST-PERCUTANEOUS RESECTION AND COAGULATION OF UROTHELIAL TUMORS. AGE: AVERAGE AGE OF 59.1 YEARS. SEX: FEMALE: 51.0% / MALE: 48.6% / UNKNOWN: 0.4%. BOSTON SCIENTIFIC PERFORMED A RETROSPECTIVE REVIEW OF THE BOSTON SCIENTIFIC MALECOT / RE-ENTRY MALECOT NEPHROSTOMY CATHETER SETS IN THE TRUVETA DATABASE. THIS ANALYSIS AIMED TO EVALUATE THE RATES OF OCCURRENCE OF SAFETY ENDPOINTS IN THE REAL-WORLD USE OF THE BSC MALECOT DEVICES. THE PROCEDURES WERE PERFORMED FROM JANUARY 2015 TO OCTOBER 2024. WITHIN THIS ANALYSIS, A TOTAL OF 770 PATIENTS UNDERWENT MALECOT NEPHROSTOMY CATHETER INSERTION O RE-ENTRY. FOLLOWING THE PROCEDURES, 2 PATIENTS EXPERIENCED HEMORRHAGE THAT REQUIRED HOSPITALIZATION READMISSION OR TREATMENT SUCH AS TRANSFUSION OR EMBOLIZATION. PATIENT EVENTS WERE IDENTIFIED AS EVENT TERMS WITH RATES. MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT. DATA INCLUDES NEWLY IMPLANTED PATIENTS AND FOLLOW UP OF PATIENTS INCLUDED IN THE PREVIOUS DATA SET. DATA OBTAINED FROM TRUVETA FOR THIS STUDY IS DE-IDENTIFIED BEFORE BEING ACCESSED BY BOSTON SCIENTIFIC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO OUR ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE STUDY DATA DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.

Manufacturer narrative:
CORRECTION TO G2: REPORT SOURCE. TIMEFRAME OF ADVERSE EVENT DATA: ADVERSE EVENTS FROM LITHOTRIPSY PROCEDURES PERFORMED FROM JANUARY 2015 TO OCTOBER 2024. SUMMARY OF ADVERSE EVENTS: FOLLOWING PROCEDURES INVOLVING MALECOT NEPHROSTOMY CATHETER SETS, 2 PATIENTS EXPERIENCED HEMORRHAGE THAT REQUIRED HOSPITALIZATION READMISSION OR TREATMENT SUCH AS TRANSFUSION OR EMBOLIZATION. TOTAL NUMBER OF PATIENTS: 770. DEVICE EVALUATION: UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED DATA WAS PROVIDED. NO PRODUCTS WERE RETURNED AS PART OF THE REGISTRY. IT CANNOT BE DETERMINED IF THESE EVENTS HAVE BEEN PREVIOUSLY REPORTED OR IF THE DEVICES WERE RETURNED FOR ANALYSIS AS PART OF A PREVIOUSLY REPORTED SPONTANEOUS COMPLAINT. HOWEVER, THE EVENTS REPORTED WERE ANTICIPATED IN NATURE AS DEFINED BY THE "POTENTIAL ADVERSE EVENTS" LIST IN THE FDA-APPROVED INSTRUCTIONS FOR USE (IFU). CONTEXTUAL ANALYSIS OF STUDY DATA: HEMORRHAGE. THE THRESHOLD RATES FOR HEMORRHAGE REPORTED IN THE SIR QUALITY IMPROVEMENT GUIDELINES FOR PCN WERE: REQUIRING TRANSFUSION WERE 4% (BLEEDING REQUIRING TRANSFUSION - PCN ONLY), 15% (BLEEDING REQUIRING TRANSFUSION - WITH PCNL); 1% (WITH VASCULAR INJURY REQUIRING EMBOLIZATION OR NEPHRECTOMY) WAS 1%, AND PCN WITH PCNL WAS 15%.1 THEREFORE, THE RATE OF 0.3% IN THIS STUDY IS IN LINE WITH THE ACCEPTABLE STATE-OF-THE-ART HEMORRHAGE RATES FOUND IN THE SIR QUALITY IMPROVEMENT GUIDELINES FOR PERCUTANEOUS NEPHROSTOMY. THERE WERE NO UNEXPECTED ADVERSE EVENTS IN THIS STUDY. 1. PABON-RAMOS WM, DARIUSHNIA SR, WALKER TG, ET AL. QUALITY IMPROVEMENT GUIDELINES FOR PERCUTANEOUS NEPHROSTOMY. J VASC INTERV RADIOL. MAR 2016;27(3):410-4. DOI:10.1016/J.JVIR.2015.11.045. 2. DENG J, LI J, WANG L, ET AL. STANDARD VERSUS MINI-PERCUTANEOUS NEPHROLITHOTOMY FOR RENAL STONES: A META-ANALYSIS. SCAND J SURG. SEP 2021;110(3):301-311. DOI:10.1177/1457496920920474. 3. WAN C, WANG D, XIANG J, ET AL. COMPARISON OF POSTOPERATIVE OUTCOMES OF MINI PERCUTANEOUS NEPHROLITHOTOMY AND STANDARD PERCUTANEOUS NEPHROLITHOTOMY: A META-ANALYSIS. UROLITHIASIS. OCT 2022;50(5):523-533. DOI:10.1007/S00240-022-01349-8. 4. JIAO B, LUO Z, HUANG T, ZHANG G, YU J. A SYSTEMATIC REVIEW AND META-ANALYSIS OF MINIMALLY INVASIVE VS. STANDARD PERCUTANEOUS NEPHROLITHOTOMY IN THE SURGICAL MANAGEMENT OF RENAL STONES. EXP THER MED. MAR 2021;21(3):213. 5. CHEN Y, WEN Y, YU Q, DUAN X, WU W, ZENG G. PERCUTANEOUS NEPHROLITHOTOMY VERSUS FLEXIBLE URETEROSCOPIC LITHOTRIPSY IN THE TREATMENT OF UPPER URINARY TRACT STONES: A META-ANALYSIS COMPARING CLINICAL EFFICACY AND SAFETY. BMC UROL. JUL 25 2020;20(1):109. 6. GAUHAR V, PIROLA GM, SCARCELLA S, ET AL. NEPHROSTOMY TUBE VERSUS DOUBLE J URETERAL STENT IN PATIENTS WITH MALIGNANT URETERIC OBSTRUCTION. A SYSTEMATIC REVIEW AND META-ANALYSIS OF COMPARATIVE STUDIES. INT BRAZ J UROL. NOV-DEC 2022;48(6):903-914. 7. ZHANG B, LI L, ZHANG G, WANG J, CAO B, LI Z. APPLICATION OF ULTRASOUND-GUIDED PERCUTANEOUS NEPHROSTOMY IN THE TREATMENT OF A SOLITARY KIDNEY WITH HYDRONEPHROSIS DUE TO RENAL TUBERCULOSIS. ABDOM RADIOL (NY). FEB 2024;49(2):535-541. 8. FARHAN A, LYONS GR. CLINICAL OUTCOMES FOLLOWING PERCUTANEOUS URINARY DIVERSION FOR HEMORRHAGIC CYSTITIS. J VASC INTERV RADIOL. JUL 2022;33(7):841-844. 9. NAS OF, OZTEPE M, CANDAN S, ET AL. PERCUTANEOUS NEPHROSTOMY EXPERIENCE IN PEDIATRIC PATIENTS: COMPARISON OF FINE AND THICK NEEDLE TECHNIQUES. THE EUROPEAN RESEARCH JOURNAL. 1 2023;9(3):511-516. 10. STEWART JK, SMITH TP, KIM CY. CLINICAL IMPLICATIONS OF ACUTE PELVICALICEAL HEMATOMA FORMATION DURING PERCUTANEOUS CATHETER NEPHROSTOMY INSERTION. CLIN IMAGING. MAY - JUN 2017;43:180-183. RACE: AMERICAN INDIAN OR ALASKAN NATIVE 0.1%, ASIAN 8.4%, BLACK OR AFRICAN AMERICAN 10.0%, OTHER RACE 12.6%, UNKNOWN 3.5%, AND WHITE 65.3%. ETHNICITY: NOT HISPANIC OR LATINO 82.3%, HISPANIC OR LATINO 10.8%, AND UNKNOWN 6.9%. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER SPECIFIC PRODUCT INFORMATION.